Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, may have caused or contributed to the patient's statement of injury that the device had damaged the right side of his body. The patient indicated that at device changeout as a result of recall association, a competitor's device system was implanted on the left side as a result of the damage. There is to date, no evidence to confirm if the device had actually exhibited advisory behavior.

Manufacturer narrative:
To date, information suggests that this medical device had been explanted and has not yet been returned to the boston scientific crm post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.